Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of menorrhagia ("menorrhagia") and pelvic pain ("pain") in a 44-year-old female patient who had essure (batch no. B28063-not valid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included pregnancy and metrorrhagia. Concurrent conditions included overweight, high cholesterol, diabetes, irritable bowel syndrome and constipation chronic. Concomitant products included atorvastatin calcium (atorvastin), empagliflozin (jardiance), ethinylestradiol;etonogestrel (nuvaring), exenatide (bydureon), fish oil, folic acid, gabapentin, linaclotide (linzess), methotrexate, sitagliptin phosphate (januvia), spironolactone, triamterene (triamtene), vitamin b complex (vitamin b) and vitamin d nos (vitamin d). On (B)(6) 2011, the patient had essure inserted. In march 2012, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required) and vaginal haemorrhage ("abnormal bleeding (vaginal)"). In may 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and dysmenorrhoea ("dysmenorrhea (cramping)"). On (B)(6) 2013, the patient was found to have uterine leiomyoma ("reproductive system disorder or condition type of disorder or condition: fibroids"), 2 years 5 months after insertion of essure. In february 2014, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). In april 2014, the patient experienced loss of libido ("hormonal changes describe: extreme loss of sex drive"). On an unknown date, the patient experienced connective tissue disorder ("autoimmune disorder type of disorder: connective tissue disorder"), alopecia ("hair loss"), abdominal pain ("abdominal pain"), pain in extremity ("leg pain"), back pain ("pain to the back") and groin pain ("pain to the inguinal area"). The patient was treated with surgery (ablation and salpingectomy (bilateral removal of fallopian tubes),hysterectomy (full),oophorectomy,hysterectomy). Essure was removed on 18-dec-2013. At the time of the report, the menorrhagia, pelvic pain, loss of libido, vaginal haemorrhage, connective tissue disorder, uterine leiomyoma, dysmenorrhoea, dyspareunia, alopecia, abdominal pain, pain in extremity, back pain and groin pain outcome was unknown. The reporter considered abdominal pain, alopecia, back pain, connective tissue disorder, dysmenorrhoea, dyspareunia, groin pain, loss of libido, menorrhagia, pain in extremity, pelvic pain, uterine leiomyoma and vaginal haemorrhage to be related to essure. The reporter commented: coils implanted on left, coils visible on right 1, coils visible on left 1 date of insertion: (B)(6) 2011, (B)(6) 2011. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 28.3 kg/sqm. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records : abdominal pain ,uterine leiomyoma, menorrhagia, abnormal bleeding. Most recent follow-up information incorporated above includes: on (B)(6) 2019: update of information (batch is not valid) incident: no valid lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of menorrhagia ("menorrhagia") and pelvic pain ("pain") in a 44-year-old female patient who had essure (batch no. B28063) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included pregnancy and metrorrhagia. Concurrent conditions included overweight, high cholesterol, diabetes, irritable bowel syndrome and constipation chronic. Concomitant products included atorvastatin calcium (atorvastin), empagliflozin (jardiance), ethinylestradiol;etonogestrel (nuvaring), exenatide (bydureon), fish oil, folic acid, gabapentin, linaclotide (linzess), methotrexate, sitagliptin phosphate (januvia), spironolactone, triamterene (triamtene), vitamin b complex (vitamin b) and vitamin d nos (vitamin d). On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2012, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required) and vaginal haemorrhage ("abnormal bleeding (vaginal)"). In (B)(6) 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and dysmenorrhoea ("dysmenorrhea (cramping)"). On (B)(6) 2013, the patient was found to have uterine leiomyoma ("reproductive system disorder or condition type of disorder or condition: fibroids"). In (B)(6) 2014, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). In (B)(6) 2014, the patient experienced loss of libido ("hormonal changes describe: extreme loss of sex drive"). On an unknown date, the patient experienced connective tissue disorder ("autoimmune disorder type of disorder: connective tissue disorder"), alopecia ("hair loss"), abdominal pain ("abdominal pain"), pain in extremity ("leg pain"), back pain ("pain to the back") and groin pain ("pain to the inguinal area"). The patient was treated with surgery (ablation and salpingectomy (bilateral removal of fallopian tubes),hysterectomy (full),oophorectomy,hysterectomy). Essure was removed on (B)(6) 2013. At the time of the report, the menorrhagia, pelvic pain, loss of libido, vaginal haemorrhage, connective tissue disorder, uterine leiomyoma, dysmenorrhoea, dyspareunia, alopecia, abdominal pain, pain in extremity, back pain and groin pain outcome was unknown. The reporter considered abdominal pain, alopecia, back pain, connective tissue disorder, dysmenorrhoea, dyspareunia, groin pain, loss of libido, menorrhagia, pain in extremity, pelvic pain, uterine leiomyoma and vaginal haemorrhage to be related to essure. The reporter commented: coils implanted on left, coils visible on right 1, coils visible on left 1 date of insertion: (B)(6) 2011, (B)(6) 2011. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 28.3 kg/sqm. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records : abdominal pain ,uterine leiomyoma, menorrhagia, abnormal bleeding. Most recent follow-up information incorporated above includes: on 24-jan-2019: pfs received. Lot number added. Concomitant drug added. Historical condition added. Events ; menorrhagia, hormonal changes describe: extreme loss of sex drive, abnormal bleeding (vaginal), autoimmune disorder type of disorder: connective tissue disorder, reproductive system disorder or condition type of disorder or condition: fibroids, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), hair loss, abdominal pain, leg pain, pain to the back, pain to the inguinal area were added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in a female patient who had essure inserted. In (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (to remove the essure). Essure was removed in (B)(6) 2013. At the time of the report, the pelvic pain outcome was unknown. The reporter considered pelvic pain to be related to essure. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.